Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported experiencing lower illuminator problems. Additional information has been requested.

Manufacturer narrative:
The customer reported experiencing issues with the lower illuminator in the system. The company service representative examined the system and replaced the auxiliary illuminator module. The system was then tested and met all product specifications. An auxiliary illuminator was received and a visual assessment of the returned sample revealed a xenon lamp had been returned inside the module. As the lamp was tight fitting and difficult to remove, it was not tested for safety concerns. A known good xenon lamp was installed into the sample module. The module was then installed into a calibrated system for functional testing. The sample was found to meet specifications. The auxiliary illuminator itself however, was tested and found to meet specifications. While the returned lamp was not tested as it was found to be tight fitting. Tight fitting lamps are a known issue and can have an effect on the lumen output of an illuminator as the lamp may not align with the optics module correctly. The system was manufactured on june 23, 2015. A review of the manufacturing records did not reveal any related non-conformity during manufacturing for this system. Based on qa assessment, the product met specifications at the time of release. A review of complaints for the last 24 months did not indicate any additional related reports for this system serial number. The root cause of the reported event can be attributed to a nonconforming xenon lamp. An internal investigation has been opened. The manufacturer internal reference number is: (B)(4).